Event description:
Pt reported that family member found unconscious. Blood glucose readings as follows: 12:31am 57; 12:37 25; 12:40 67; 12:50am 280; 1:30am 85. Pt stated that family member gave pt 2 shots from the emergency gluco kit, one after the reading at 12:31 and another after the at 12:37.